Manufacturer narrative:
Concomitant medical products: product ID: 387445, lot# v205655, implanted: (B)(6) 2009, product type: screening device. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported that after the patient recharged the implant and started using it, she would get a lot of pain at sites where she had stimulation. It was stated that the pain intensified at the thoracic region and then it wrapped from under the spine to her ribs. The patient had tried to adjust stimulation, but the pain was still there. It was noted the pain had been there since approximately half a year prior to the report. It was stated she had had a car accident, and, 3 weeks prior to her accident, she had been defibrillated twice because her heart had stopped. During that period of time the patient didn't use scs (spinal cord stimulator), so she wasn't sure if the car accident was the cause or the defibrillation. Patient's status was unknown. It was stated that she didn't have any problem with her system until the time of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Follow up information reported that the patient still had concerns with their implantable neurostimulator (ins) therapy but had not sought further help. It was noted that the patient was having trouble getting an appointment with their doctor. If additional information is received, a follow up report will be sent.